Manufacturer narrative:
The device was received and evaluated. The patient reports that the cannula did not deploy. However, they also state that the pink slide insert had moved forward and the cannula was visibly bent. The device was received fully deployed with the slide insert moved forward to the viewing window and the exposed portion of the soft cannula visible. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The needle mechanism was inspected and no damages or defects were found. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide moved forward and the cannula was bent and did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn for less than 30 minutes.